Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye marks were observed on the lens. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Rayner iols can cause capsule folds/streaks due to the radial force exerted on the capsular bag during iol implantation. In the absence of any evidence it is not possible to determine the nature and/or origin of the reported marks on the lens. Our review of production records for the rayone emv rao200e batch 075276751. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 075276751.

Event description:
On 23rd february 2026. Rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens was observed to have pressure marks on it necessitating lens explantation and exchange.